Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 4:00 pm, the result from the meter was 6.9 inr. About two hours later, the result from the laboratory was 4.6 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes to coumadin, no diet change, and no bleeding. States she has bruising from the ivs she was given during her surgery. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with a retention meter. Testing results: qc 1: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer could not be verified due to the returned meter not powering on due to corrosion on the battery contacts, picture attached to the case.